Event description:
It was reported that this left ventricular (lv) lead was exhibiting high out of range impedance, loss of capture and high pacing thresholds. A fracture was noted on this lead. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.